Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a correction of apical anterior prolapse stage iii procedure performed on (B)(6) 2014. According to the complainant, the suture broke while the physician was pulling the capio device through the sacrospinous ligament. Nothing was left behind inside the patient. The physician found the broken suture tied at the end of the capio. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of needle detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Analysis of the returned uphold vaginal support system device revealed that the suture on the blue dilator is broken and frayed. 5.0 cm of suture is still attached to the blue dilator, the dart is missing, and not returned. There is no damage to the capio suturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a correction of apical anterior prolapse stage iii procedure performed on (B)(6) 2014. According to the complainant, the suture broke while the physician was pulling the capio device through the sacrospinous ligament. Nothing was left behind inside the patient. The physician found the broken suture tied at the end of the capio. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.